Event description:
It was reported that the patient underwent a sling procedure in 2006. Following the procedure, that patient experienced vaginal discomfort and mesh exposure. In 2008 and 2009, the patient underwent excision of small areas of exposed mesh, less than 1 cm. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.